Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, it was reported that a beta bionics ilet user experienced repeated alert 38 messages during a supply change, which prevented the device from completing a rewind process. The user experienced a hyperglycemic episode with a peak blood glucose value of 315 mg/dl and managed the event with backup therapy. A device replacement was arranged. No outside medical intervention was required.